Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Concomitant products: mentor smooth round moderate profile 275cc saline breast prosthesis, catalog #3501640, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 275cc saline breast prosthesis that deflated after implantation. Patient noticed deflation of the right breast prosthesis which was later confirmed by a physical examination. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 07/22/2019, the mentor failure analysis lab received the device for evaluation. In addition, mentor received additional information that the patient had both of her breast prostheses removed and they were replaced with mentor memorygel breast implant 350cc gel breast prostheses. On 07/31/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant. During evaluation of the sample it was observed to be intact. Leak testing revealed a tear noted in the posterior aspect measuring approximately 0.7 cm and also a valve leak was observed. No other anomalies were observed. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).